Manufacturer narrative:
Device evaluation:   the vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was isolated to a burnt component on the screen, delivering wrong voltage.

Event description:
The customer reported while using the avea ventilator, the screen was blank on start up. The customer stated there was no patient involvement associated with this event.